Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
On-site troubleshooting performed by our field service engineer concluded that the reported internal leakage test failure was corrected by replacing the tube that is connecting the inspiratory pipe to the bacteria filter and the inspiratory pressure transducer. In addition the expiratory channel connector printed circuit board (pcb)was replaced due to a damaged cable. The ventilator was put back in service after a successful pre-use check. The parts were not returned and the investigation consists of evaluation of received logs. The logs show that internal leakage test had failed to a leakage of 90 ml/min. The leakage during this test shall not exceed 10 ml/min. However this amount of leakage would be detected in pre-use check and it would not affect the delivered volumes during ventilation. Technical logs show that a technical error code was generated intermittently since november 18, 2016. This is a startup alarm indicating a communication failure or an expiratory channel failure. This alarm might have been caused by the damaged cable on the expiratory channel connector pcb, but this cannot be confirmed since the replaced part was not returned for investigation. The internal leakage test failure and the observed technical error code are not considered to be related. However none of them would have an impact on ongoing ventilation.

Event description:
(B)(4).